Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify air bubbles due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime/delivery test and excessive no delivery test .pump received with minor scratched lcd window, missing reservoir tube o-ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
Customer reported via phone call that reservoir fell out from reservoir compartment. Customer also reported that reservoir had air bubbles. Troubleshooting began, but customer did not want to use extra insulin for testing, therefore, declined further troubleshooting. Customer's blood glucose was 114 mg/dl. Customer was advised that insulin pump would need to be replaced.